Event description:
Boston scientific crm received information that this right ventricular defibrillation lead was surgically abandoned after the rate/sense terminal pin seperated from the rest of the lead during a routine device changeout procedure. No adverse patient effects were observed.

Manufacturer narrative:
A new right ventricular defibrillation lead was successfully implanted. At this time, no additional information is available. If additional informaiton becomes available, this report will be updated.